Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in coronary diagnostic procedure when the issue occurred, and the procedure got delayed and it got completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the image was not getting stored, and cine was not happening. As a trouble shooting action the fse checked the image processing pc (ip-pc) connection and cables, re-created image disk and performed some functional tests. The fse deleted some of the old patient /clearing image disk space and the system data base got restarted after a cold restart this was temporarily resolved this issue. 6 days later however, the system was reported as fluro and cine was not functioning and after the replacement of the anode drive unit (adu) certeray the issue got resolved and, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a image was not getting stored, and cine was not happening occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A image was not getting stored, and cine was not happening that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoro and cine were not getting saved with a disk error. There was no report of harm. Philips has started an investigation of this complaint.